Event description:
(B)(4). During the tightening of the drain cock at a 'louer lock', the drain cock broke off. The procedure was carried out and finished by using a new device. No patient adverse consequences have been reported. (B)(4).

Manufacturer narrative:
Upon completion of investigation a follow up report will be filed.

Manufacturer narrative:
An eds iii was returned for evaluation. The investigation of the eds iii did confirm the problem reported by the customer. The lot number given is crbc19, product code 82-1730.the connector was visually inspected a crack in the connector was noted, this could be due to over tightening, but this could not be determined. What looks like clamp marks were also noted on the connector. The current quality inspection for these assemblies is established to 100% test for leak and blockage. Review of the history device records confirmed the valve conformed to the specifications when released to stock on the 25th february 2014. The root cause of the problem reported by the customer could be due to over tightening by the customer, but this could not be determined. As noted in the IFU connectors should be hand tightened only. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. No gtin number available for this product code.